Event description:
Spacelabs healthcare was notified that 14 patients connected to the xhibit telemetry receiver (xtr) system went offline and were no longer visible at the central monitor from 1:44am to 1:45am. There was no injury or death reported with this event.

Manufacturer narrative:
A review of the xtr log files performed by a spacelabs healthcare product support specialist showed that the receiver was rebooting from 1:43:27am to 1:44:21am, but there is not enough information available in the logs to determine what caused this restart. A spacelabs healthcare field service engineer (fse) was dispatched and the receiver was removed from service. The receiver will be returned to spacelabs healthcare for further evaluation. Spacelabs healthcare will continue to investigate the reported event and additional information will be submitted in accordance with 21 cfr 803.56 when available.

Manufacturer narrative:
The device was returned to a spacelabs healthcare for additional troubleshooting. A pss evaluated the returned system and was unable to verify the reported issue. The device was forwarded to the equipment service center (esc) for final testing. The esc technician evaluated the xtr and found that it passed all functional testing. After observing proper device operation through functional and performance testing the device was returned to the customer for use. While the system restarted and recovered on its own, the cause of the reported shutdown was unable to be determined.